Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section a1. Patient identifier: (B)(6). Section e1. Initial reporter phone: (B)(6). The device remains implanted; therefore, no further investigation can be performed. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Per the additional information received on 29-mar-2025, the patient experienced the event of ¿left internal carotid artery restenosis after stent (severe),¿ which was assessed as possibly unrelated to the study device and surgical procedure. Arterial re-stenosis of a stented segment is a known potential complication associated with the use of the enterprise2 vascular reconstruction device and is listed in the instructions for use (IFU) as such. There were no alleged quality issues regarding the used device, as the device performed as intended and no new patient consequences have occurred because of the used device. The pi assessed this event as possibly unrelated to the study device and surgical procedure. Section 4.10 of the clinical evaluation report (cer) for the medical device states the therapeutic lifetime of the enterprise stent is one year. Although there may have been patient and pharmacological factors that contributed to the event, the correlating relationship of the event to the device cannot be ruled out, as the event was first noted on (B)(6) 2024, approximately 104 days after the procedure and within the therapeutic lifetime of the device. Additionally, the event required a surgical intervention to preclude patient harm. Based on this information, the event of ¿left internal carotid artery restenosis after stent (severe)¿ does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury,¿ with an awareness date of 29-mar-2025. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported via the icad study in china, a 59-years old female patient (subject (B)(6)) underwent a vascular stent placement using an enterprise2 (enci402312/ 8470640) on (B)(6) 2024. Additional information was received on 29-mar-2025. Summary: on (B)(6) 2025, the patient experienced the event of ¿left internal carotid artery restenosis after stent (severe),¿ which was made known to the site on the same day and to the sponsor on 29-mar-2025. The principal investigator (pi) assessed this event as not serious, moderate in severity, and as possibly unrelated to the study device and surgical procedure. The event was not an unanticipated adverse device effect (uade). This event was treated with a surgical intervention (no details of this procedure was provided). This event was not classified as a symptomatic cerebral hemorrhage or ischemic stroke, nor did the event result in fatal illness/injury, or permanent impairment of body structure/body function. There was no device deficiency, and the device remains implanted for continued use. The outcome is recorded as ¿symptom disappeared without sequelae,¿ with an end date of (B)(6) 2025. Additional information was received on 07-apr-2025. Summary: regarding the event of cerebral infarction, which was listed as a patient diagnosis per additional information received on 25-oct-2024, it was clarified this event occurred prior to the primary procedure on (B)(6) 2024. The surgical intervention provided for the event of ¿left internal carotid artery restenosis after stent (severe)¿ was balloon dilatation; it was reported the postoperative angiography showed that the blood flow in the narrow segment recovered well and the forward blood flow was unobstructed. It was further clarified the event of ¿left internal carotid artery restenosis after stent (severe)¿ does refer to an in-stent occlusion.